Event description:
It was reported that the patient presented with a pre-op diagnosis of lumbar degenerative disk disease, lumbar stenosis, lumbar radiculopathy, and post laminectomy syndrome. Patient underwent a procedure for l3 laminectomy; revision l4 and l5 laminectomy; sacral laminectomy; l3-s1 osteotomy; l3-s1 posterolateral fusion with segmental spinal instrumentation; l3-l4 tlif; l5-s1 tlif with interbody spacers and rhbmp-2/acs. At 6 months post-op the patient presented with complaints of right sided back pain and weakness in his right lower extremity. Lower extremity exam found hypoesthesia in the right lateral thigh and right calf. Ap and lateral of the lumbar spine show well-positioned unilateral fixation with incorporation of the interbody cages and graft posterolaterally. The adjacent disc levels are well maintained. Patient was advised to continue his exercising. Patient was give medications and scheduled for follow up in two months. At 10 months post-op the surgeon indicated in a letter that the patient is ¿in a chronic pain situation. His symptoms will be permanent. He will be permanently limited in his physical capabilities. He will require ongoing treatment in the form of pain medication.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.